Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the universal chuck with t-handle (part #: 393.100, lot #: 9638613) was returned and received at us cq. Upon visual inspection of the received device, it was seen that the t-handle was broken due to the adhesive failed to hold the t-handle component in place. There were scratches and nicks all over the device consistent with cumulative wear due to repeated product use. No other issues were identified with the returned components of the device. Functional test: the functional test was performed on the returned device. The internal components of the device were able to reassemble, and the extraction hook was able to remove from the clamp jaws. But the internal components were not able to hold together because of the adhesive failed. Dimensional inspection: no dimensional inspection could be performed due to post-manufacturing damage. Document/specification review: relevant drawing(s) was reviewed:no issues identified during the review of the noted documents. Investigation conclusion: the complaint condition was confirmed for the received device as the t-handle was found to be broken which would have resulted in loose condition. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part: 393.100, lot: 9638613, manufacturing site: (B)(4), release to warehouse date: 23.mar.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the t-handle has come loose on the instrument. No patient consequences reported. No further information provided. During manufacturer's investigation of the returned device it was observed that the t-handle was broken due to the adhesive failed to hold the t-handle component in place. This product condition was re-evaluated and determined to be reportable on september 18, 2020. This report is for one (1) universal chuck with t-handle. This is report 1 of 1 for (B)(4).